Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA (B)(4) issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends. The brand name should read as s4s/sur-fit natura 2pc-2pc stomahesive (sh) moldable wafer.

Event description:
Report received indicated that end user skin under the tape collar had become itchy and, at times, developed pinpoint rash. The patients subsequent outcome was not reported.